Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clamping and firing on the tissue during a laparoscopic appendectomy procedure, the stapler would not fire. They opened another device to complete the case. There was no patient injury.